Event description:
A dialysis facility reported that after a hemodialysis treatment was completed, the patient felt something hot go up his arm and into his chest. A pocket of air about 3 in. In length was noted in the venous fistula needle. The staff does not remember if there was any air in the bloodlines. The patient was placed in trendelenburg position and oxygen was administered. The patient became hypotensive and c/o chest tightness. He was taken to the hospital and was discharged later. Preliminary diagnosis was either a mild heart attack or air embolism.